Event description:
Reported over-delivery: the pump was programmed to deliver tpn at 90ml/hour, with a volume to be delivered of 2160ml plus an overfill of 75ml. It was reported that the tpn should infuse over a 24-hour period. The tpn was hung at 8pm, 08/07/2000, and was found empty with an alarm alert at 7am, 08/08/2000. The customer contact reports that the pt was having blood sugar problems before the reported overdelivery, but that the blood sugar in the 24 hours following the event "did not vary from other days". The md was reportedly called, and 10% dextrose was hung until 8pm that night when the regular tpn was resumed. According to the customer contact, the pump set "appeared okay" and that there was no reported leaking from the set. Though requested, no further info was available.